Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device switched into auto maintenances mode without prior notice and during that incident, patient was in the room for the procedure. A technical support specialist (tss) dialed in to the station, ran the sfc or scannow command, and confirmed that windows found corrupt files but was unable to repair them. The tss then checked the logs and found an error identified as an ambiguous controller error. After reviewing the related knowledge articles (ka) clean winsxs folder to free disk space (win10 devices only) and low space on c: drive, sqldump, winsxs pyxis es locations and methods to free up space, the tss noted that the ka referred to waste, which did not apply in this case. Since the customer mentioned that the station unexpectedly rebooted during a case, the tss checked the logs for any battery power failure but did not find anything related. The tss reviewed the event viewer and found that the station had performance issues during that time, which caused the station to enter maintenance mode. The tss ran sfc or scannow again and verified that the corrupt files were still present and could not be repaired. The tss then ran dism to clear some of the corrupted files, rebooted the station, and confirmed that the station was operational, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station went into auto maintenance mode without prior notice while the patient was in the room for the procedure. The doctor was unable to pull the medications, and both pharmacy and nursing confirmed that they did not initiate the auto maintenance mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.